Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer experienced body cramps, left leg and body shaking. The blood glucose at the time of the event was 726 mg/dl. Customer was vomiting. Customer was dehydrated. Hospital treated with IV drip of insulin. Caller stated that the customer's insulin pump malfunctions often. The current blood glucose reading is 186 mg/dl. Nothing further reported.